Event description:
Customer reported via phone, she was priming the insulin pump and it alarmed motor error. Customer's blood glucose was unknown. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime, and displacement tests. The device was received stuck in the motor error alarm loop during bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The following cosmetic damage was noted on the device: cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd, scratched reservoir tube window, and cracked case at the reservoir window corner.